Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump is alarming and will recur after the rewind process. The customer's blood sugar is 134 mg/dl. Troubleshooting was performed. The drive support is sticking out. The insulin pump will return.

Manufacturer narrative:
The insulin pump alarmed prime during the basic occlusion test due to loose and protruded drive support disk. The insulin pump had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, reservoir tube cracked, cracked reservoir tube window and bleeding lcd glass.